Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that post paced t-wave oversensing was observed on the device. No patient consequences were reported.

Manufacturer narrative:
Operator of device added.

Event description:
New information received notes that the post-paced t-wave oversensing was observed on the device via remote transmission. No intervention was performed. The patient will continue to be monitored.